Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. The 80-90% stenosed target lesion was located in the non calcified and non tortuous fistula. The 9.0 x 40mm gladiator balloon was inflated and on the 2nd inflation at 18atms the balloon ruptured in the middle of the balloon circumferentially. The physician had to surgically enlarge the fistula in order to remove the 6fr non bsc sheath and balloon together. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous intervention procedure a balloon rupture occurred. The 80-90% stenosed target lesion was located in the non calcified and non tortuous fistula. The 9.0 x 40mm gladiator balloon was inflated and on the 2nd inflation at 18atms the balloon ruptured in the middle of the balloon circumferentially. The physician had to surgically enlarge the fistula in order to remove the 6fr non bsc sheath and balloon together. The procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: initial examination of the returned device noted that it was returned within a 6 french sheath. It was noted that the balloon material was torn circumferentially at approximately 30mm distal to the proximal transition zone. The distal portion of the balloon is attached to the distal tip but is bunched up over the tip. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).